Manufacturer narrative:
Philips service replaced the image disk three times and returned the device to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the image processing pc failure caused exposure issues on a allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.